Event description:
It was reported via a call report that at 1953 est, the md in the cath lab called the hot line to question a very narrow bpw (balloon pressure waveform). According to the md, the pump was exchanged due to a single drain failure alarm. As a result, they have not had another alarm, but there has been no change in the bpw on the second pump. The clinical support specialist (css) stated that she spoke with several different cath lab techs, but mainly with the md. The pt is critical; described as intubated, coded, severe arrhythmias (afib, pvcs, vtach, sinus tach etc). An (B)(4) was inserted, via a sheath, in the pt's femoral artery. The pump is currently pumping without alarms in autopilot mode utilizing a zeroed fos (fiberoptix sensor) ap (arterial pressure) source varying between peak and afib triggers. The md stated that they are questioning the narrow bpw. The md has explained that it is due to the rapid rate and arrhythmia. According tot he md they are concerned that they had done a ventriculogram while the iab (intra-aortic balloon) was inflated and possibly damaged the iab. Per the md they are currently able to visualize the iab under fluoroscopy with no noted abnormalities, no blood is noted in the gas line and no alarms are occurring on the pump. The css confirmed with the md that the width of the bpw is related to the length of diastole and with the tachycardia rate and arrhythmia, the narrow bpw is expected. The css explained that the bpw is a tool to evaluate gas flow, but no changes in pumping are necessary unless alarms are occurring or if the iab is over occlusive. The css and md discussed triggering and the pump appears to be tracking the rhythm well. The pt is very unstable at this time (shock, ruptured lad) and the md is unable to give the pumps serial numbers. The css communicated several add'l times via text, with the md to verify that things were good (no alarms on the pump and no add'l issues or questions). The md stated that during the periods of nsr (normal sinus rhythm), the bpw improved significantly and she felt that the rate and rhythm were the reason for the previous appearance. At 2230 est the pt was still in the cath lab. Add'l info received on (B)(4) 2012, stated in the afternoon the css spoke to the md and she stated that the pump continued to do well although the pt status was not good. We reviewed the bpw as well as drain failure alarms. The med is unable to give me the serial number of the first pump they switched out. The css spoke to the day and night shift ccu (cardiac care unit) nurses caring for the pt. As of 2047 (B)(6) 2012, the pt was stabilizing. There have been no alarms on the pump and they feel the pump is achieving the goals of therapy. Info received on (B)(4) 2012, stated the pump was exchanged by the tech. When the cath lab "super user" arrived in the dept the pump had already been exchanged.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.